Manufacturer narrative:
The insulin pump passed the self test with no error alarm. The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed failed self test and alarm is recurring. Customer stated the alarm did not occur during the rewind or prime sequence. Customer was advised to rewind and program a normal bolus into the air; bolus amount was recorded in the bolus history. Customer stated a temporary basal was not programmed before the alarm. Blood glucose value is 215 mg/dl. Nothing further reported.